Manufacturer narrative:
Batch review performed on 23 december 2019. Lot 03-0174: (B)(4) items manufactured and released on 12-jun-2003. Expiration date: 2008-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by r&d project manager. Revision surgery after 15 years from primary implantation due to aseptic tibial loosening. From the picture of the explanted implant, no residual cement can be identified on the distal surface of the tibia tray and on the internal part of the femoral component. Absence or lack of cement on explanted components is usual to be seen even if the cause of revision is not loosening or mobilization. Surface finishing seem to be in compliance with the specifications required and no loss of mechanical properties that could have contributed to the event can be noted. From preliminary investigation there is no evidence that the event is related to a faulty device.

Event description:
Revision surgery performed on (B)(6) 2019 due to a tibial loosening . Primary surgery took place in 2004, exact date unknown. The surgery was completed successfully.

Manufacturer narrative:
We discovered on the (B)(6) 2020, the complete date of birth of the patient: (B)(6) 1930.